Manufacturer narrative:
(Facility name): (B)(6) university hospital. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; breast cancer which is not related to the device.

Event description:
Healthcare professional reported for left side "suspected bia-alcl¿. ¿pathological markers confirming alcl have not been received.¿ also, "breast cancer" which is not device related. Device has been explanted.

Event description:
Healthcare professional reported for left side "suspected bia-alcl¿. ¿pathological markers confirming alcl have not been received.¿ also, "breast cancer" which is not device related. Device has been explanted

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease flat, white particles on the surface of the shell. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.